Manufacturer narrative:
Since the lot number of the subject device is unknown, it is not possible to review the manufacturing history of the device. The subject device was returned to (B)(4) olympus for evaluation. As an evaluation result at (B)(4) olympus, it was confirmed that distal tip of the subject device (maj-1537) came off. The physician also commented that he had a strong feeling of caught during the removal. The reported phenomenon is likely caused by the user's forcible removal of the ltf-vh inserted in the subject device from the trocar. The instruction manual warns user; " confirm that the endoscope can be smoothly inserted into and withdrawn from any trocar that can be used for an intended procedure (i.e., trocar for endoscopes or one for accessories that could be used for insertion and withdrawal of the endoscope). Do not use a trocar that does not allow smooth insertion and withdrawal. Use of such a trocar may result in the bending section cover being damaged and detached. When using the endoscope with the lens cleaning sheath attached in conjunction with a trocar, confirm the smooth insertion and withdrawal as well. Do not use a trocar that does not allow smooth insertion and withdrawal. Use of such a trocar may cause damage to the tube of the lens cleaning sheath, and lead to the distal tip of the lens cleaning sheath falling off."

Event description:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this report was required. Olympus was informed that during a therapeutic laparoscopic sigmoidectomy, when the physician attempted to remove ltf-vh inserted in the subject device from the trocar, the tube of the subject device broke and the distal tip fell off in the trocar. There is no patient injury.